Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 10 6mm x 32g pen needles (ultrafine micro) experienced an inability to detach/attach the inner shield/outer cover/cap and an inability to remove the needle from the pen. The following information was provided by the initial reporter: when the patient detach the pen needle, outer shield is too loosen to unscrew the pen needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 6mm x 32g pen needles (ultrafine micro) experienced an inability to detach/attach the inner shield/outer cover/cap and an inability to remove the needle from the pen. The following information was provided by the initial reporter: when the patient detach the pen needle, outer shield is too loosen to unscrew the pen needle.